Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 35001a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00778.

Event description:
It was reported that a patient underwent an elbow arthroplasty approximately 10 years ago. The patient is being indicated for a revision due to alleged implant failure and possible implant fracture; however, no revision procedure has been reported to date. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an elbow arthroplasty approximately 10 years ago. The patient is being indicated for a revision due to alleged implant failure; however, no revision procedure has been reported to date. Attempts have been made and additional information is unavailable at this time.